Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.